Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
After surgery, it was discovered two of the threaded stem inserters from different pans opened during the case were bent and stripped. It was discovered the surgeon tried to remove the real stem to adjust version. The inserters stripped and bent during this process.

Manufacturer narrative:
One of the two instruments were returned and complaint confirmed; the threaded tip is bent and threads stripped. A complaint database search on the provided product code found a similar event which was attributed to misuse. It appears the internal threaded inserter was used without the outer guard component which protects the threaded inserter. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.